Event description:
It was reported that the procedure was performed to treat a target lesion in the moderately calcified left anterior descending (lad) artery. The dragonfly opstar imaging catheter was advanced into the patient anatomy. During the second pullback, the proximal marker moved distally on the catheter and onto the guide wire. A balloon dilatation catheter was advanced to where the proximal marker was located, and inflated within the marker band. The device was removed in the inflated state and the marker band was able to be removed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. On (B)(6) 2022 abbott vascular decided to initiate a voluntary field action for specific lots of dragonfly opstartm imaging catheters. Abbott vascular submitted medwatch # 2024168-2022-03432 on april 5, 2022 with notification of the voluntary recall, (remedial action initiated). This action is being taken due to the proximal marker on devices from these lots may separate from the device. A dislodged marker may require additional intervention, including unplanned additional coronary intervention, or surgery. While no long-term adverse patient effects have been associated with this issue, marker embolization has occurred. Potential risks include cardiovascular injury and myocardial ischemia.

Manufacturer narrative:
Visual analysis was performed on the returned devices. The reported complaint of material separation of the proximal marker was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the reported information and analysis of the returned unit, the separation of the proximal marker band resulting in unexpected medical intervention appears to be related to a potential product quality issue.